Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this patient was in an unrelated surgery, and the surgeon thought they cut the right atrial (ra) lead. The device was checked after the procedure, and there wasn't a significant pre/post operation change in the lead measurements. Pocket manipulation was performed, and oversensing occurred, which resulted in a pacemaker mediated tachycardia (pmt) type of rhythm. A chest x-ray occurred and the results were inconclusive. The physician decided to continue to monitor the patient/system. This ra lead remains in service. No adverse patient effects were reported.